Manufacturer narrative:
A case of migration was reported to abbott. (B)(6) 2024: per rep, the patient's procedure was canceled due to needing the procedure to be done at a hospital. Awaiting updated information to determine if the patient has been referred to a surgeon for the procedure. As of (B)(6) 2024 the patient has yet to be seen by the surgeon in order to schedule a procedure. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted leads

Event description:
Related manufacturer reference number: 1627487-2024-00604. It was reported the patient's drg leads had migrated. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A case of migration was reported to abbott. 02feb2024: per rep, the patient's procedure was canceled due to needing the procedure to be done at a hospital. On (B)(6) 2024, rep, reported: patient was seen by neurosurgeon today. Per physician there is narrowing of the l5 foremen and electrode is worsening the compression which is why it¿s not helping. (Insufficient pain relief). Patient may undergo spine surgery and removal of drg system. Once an explant date is given, rep will be updated. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted leads.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient underwent surgical intervention wherein the entire system was explanted on (B)(6) 2024.